Event description:
The customer reported that the sys displayed a communication failure error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supplies were adjusted. The sys was tested and found to be working as intended and put back into svc.